Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump frequently displayed the air in line message with administration of tpn (programmed amount and delivery rate unknown). This reportedly has occurred since "day 1", although some staff stated that this did not seem to be related to what was being administered. Any patient injury or medical intervention is unknown.